Event description:
It was reported through the attorney for the patient, as a result of a legal claim, that allegedly the patient had a rod surgically implanted in his right leg to correct a fractured right femur. It is further alleged that the rod fractured on (B)(6) 2012. Patient had revision surgery.

Manufacturer narrative:
Device will not be returned. If additional information becomes available it will be reported on a supplemental report. (B)(4): device will not be returned.

Manufacturer narrative:
Evaluation summary: the review of manufacturing documents revealed no deviation in the manufacturing process. The review of the risk analysis revealed no observation; nail breakage was considered and thresholds were not exceeded. Investigation revealed no non-conformity; therefore no ncr was initiated. According to received information ¿ nail breakage at the level of the bone fracture site, insufficient bone healing (patient¿s diseases), high load (obesity) ¿ the nail most likely broke in a fatigue manner contributed by the patient¿s condition. Based on received medical information and referring to that no deviation was found in the manufacturing documents a deficiency in the nail in question was not verified.

Event description:
It was reported through the attorney for the patient, as a result of a legal claim, that allegedly the patient had a rod surgically implanted in his right leg to correct a fractured right femur. It is further alleged that the rod fractured on (B)(6), 2012. Patient had revision surgery.